Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that the right atrial lead was capped electively.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23319. It was reported that the right ventricular (rv) lead exhibited multiple episodes of ventricular noise, triggering false high ventricular rate events. The noise was reproducible with isometrics. Insulation damage was also noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2020. The ra lead was also capped and replaced for an unspecified reason. No patient symptoms were reported.